Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) stopped after performing 30-50 seconds and displayed error message was confirmed during the archive data review but not during the functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The probable root cause for the reported complaint was due to the stiffness of the patient's chest associated with large and heavy size or the manikin used by the customer is not a zoll approved manikin. Upon visual inspection, no physical damage was observed. During the functional testing, the autopulse platform was subjected to the run-in test with a large resuscitation test fixture (lrtf) and performed continuous compressions with several good known test batteries until discharged and passed all functional testing criteria without error. There was no device malfunction observed. The load cell characterization test was performed and confirmed both cell modules are functioning within the specification. A review of the archive data shows the li-ion battery sn (B)(4) with 1503 mah remaining capacity inserted into the platform. The archive showed multiple error messages user advisory (ua) 02 (compression tracking error), user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and user advisory (ua) 17 (max motor on time exceeded during active operation) error messages around the reported complaint date, however, they were cleared by the user. The probable root cause for the user advisory (ua) 02 and user advisory (ua) 07 could be due to the patient/manikin not oriented on the platform correctly, most likely due to user error. The user advisory (ua) 17 errors observed during the archive review shows the take-up target and the encoder take up end values indicate the patient chest circumference is very large in size and stiff to compress. The user pressed restart to clear the fault. The autopulse stopped after performing three sessions due to multiple user advisory (ua) 17 errors. The autopulse did not reach target depth within the specification due to the size and the stiffness of the patient's chest, the load became very high (max load sum exceeded 700 lbs). User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. User advisory (ua) 07 is an indication that the load sensing system has detected a weight/load imbalance between the two load cells. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to mitigate patient movement, and press restart to clear the user advisory. User advisory (ua) 17 error message alerts the user that the drive motor did not reach the target compression depth within specification when used on a medium/large size stiff patient or when the battery being used has a low voltage or the lifeband is twisted. The reason the autopulse platform stops after a few compressions, it is trying to build-up to the 20% compression depth and cannot do it in the specific time frame but did not have enough power to achieve this compression rate within 0.38 seconds. Waiting for customer approval for repair.

Event description:
It was reported that the autopulse platform stopped compressions after 30-50 seconds and displayed unknown error message. Unknown if the device issue was observed during the patient use or device check. Patient use information was requested but no additional information was provided, therefore patient use is unknown. Based on the archive, the unknown error message observed by the customer could be user advisory (ua) 02 (compression tracking error), ua07 (discrepancy between load 1 and load 2 too large) and ua17 (max motor on time exceeded during active operation).